Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (lot: j0039985r); product type: 0184-catheter; implant date on (B)(6) 2000; explant date ; UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that a year and a half ago it quit working due to a 45 year old catheter that broke somewhere in their body. They told the patient that it couldn't be fixed because it was brittle and would cause them to live the rest of their life living in bed not being able to lift their head.